Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Dates of implant: (B)(6) 2010 and/or (B)(6) 2011. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with l4 lateral recess spinal stenosis secondary to ligamentum flavum hypertrophy, capsule hypertrophy and neural foraminal narrowing, disk space collapse and bulging, l5 lateral recess spinal stenosis secondary to ligamentum flavum hypertrophy, capsule hypertrophy and neural foraminal narrowing, disk space collapse and bulging, s1 lateral recess spinal stenosis secondary to ligamentum flavum hypertrophy, capsule hypertrophy and neural foraminal narrowing, disk space collapse and bulging, l4 clinically symptomatic degenerative disk disease with grade 1 mobile spondylolisthesis, history of l4-l5 lumbar decompression, left l4, l5 radiculopathy and underwent the following procedures: retroperitoneal exploration and dissection at l4-l5 interspace and retroperitoneal exploration and dissection at l5-s1 interspace, l4 anterior en bloc diskectomy with decompression of cauda equina and nerve roots, l5 anterior en bloc diskectomy with decompression of cauda equina and nerve roots, l4 partial corpectomy (vertebral body resection), retroperitoneal with decompression of cauda equina and nerve roots, l4-l5 vertebral interspace application of bone graft filled biomechanical device , l5-s1 vertebral interspace application of bone graft filled biomechanical device, l4-l5 arthrodesis, anterior interbody technique with autograft and bmp placed within the interbody device, l5-s1 arthrodesis, anterior interbody technique with allograft and bmp placed within the interbody device, bone morphogenic protein allograft for spine surgery, morcellized and crushed cancellous allograft for spine surgery, morcellized. As per op-notes, ¿trial implants were now chosen and impacted into place, and counter resistance tested. After several trials, the best fit trial implant was selected. Fluoroscopic imaging revealed excellent fit of this implant and the interspace. Fluoroscopic imaging revealed the trial implant was midline and was impacted as far posteriorly as safely possible. The trial implant was removed. Allograft and bmp was now meticulously packed into the interstices of the cage chosen for implantation. The cage was impacted into midline. Fluoroscopic imaging and clinical visualization and palpation confirmed excellent placement.¿ the patient tolerated the procedure well without any intraoperative complications. 09 mar 2011: the patient was pre-operatively diagnosed with l4 lateral recess spinal stenosis, secondary to ligamentum flavum hypertrophy, capsule hypertrophy, neural foraminal narrowing secondary to disk space height collapse and bulging, l5 lateral recess spinal stenosis, secondary to ligamentum flavum hypertrophy, capsule hypertrophy, neural foraminal narrowing secondary to disk space height collapse and bulging, s1 lateral recess spinal stenosis, secondary to ligamentum flavum hypertrophy, capsule hypertrophy, neural foraminal narrowing secondary to disk space height collapse and bulging, status post l4 to s1 anterior lumbar interbody fusion, epidural fibrosis, l4 clinically symptomatic degenerative disk disease with instability and spondylolisthesis, left and right leg radiculopathy and underwent the following procedures: l4 bilateral extra foraminal approach to spinal stenosis decompression with partial laminectomies, partial facetectomies, partial foraminotomies, with decompression of cauda equina nerve roots, l5 bilateral extraforaminal approach to spinal stenosis decompression with partial laminectomies, partial foraminotomies, partial facetectomies, with decompression of cauda equina and nerve roots, s1 bilateral extraforaminal approach to spinal stenosis decompression with partial laminectomies, partial foraminotomies, partial facetectomies, with decompression of cauda equina and nerve roots, l4 osteotomy, l5 osteotomy, s1 osteotomy, l4 to l5 bilateral luxor tube minimally invasive autograft arthrodesis, posterolateral, with lateral transverse technique, l5 to s1 bilateral luxor tube minimally invasive autograft arthrodesis, posterolateral, with lateral transverse technique, l4-l5-s1 posterior minimally invasive segmental pedicle screw rod instrumentation, 3 segments, local autograft harvesting, same fascial incision, spondylolisthesis correction, microscopic lysis of neural and vascular adhesions. Findings: there was significant foraminal and lateral recess stenosis at l4, l5 and s1. A lateral extraforaminal approach was utilized for decompression. Left-sided l4-5 complete foraminotomy was performed removing the inferior articular process as well as the superior articular process. A revision decompression was done on the left side ensuring that there was no residual compression on the exiting or traversing nerve root. At l5-s1 bilateral superior articular process excision and complete foraminotomies were performed. The microscope was then brought in so that safe completion of the decompression by exposure of the neurovascular elements could be performed. Microscopic lysis of neural and vascular adhesions was performed. There was moderate epidural fibrosis seen from previous surgery. Tedious meticulous, but gentle dissection of the epidural fibrosis tissue from the neural elements was required. Following decompression, there was no residual compression on the cauda equina or nerve roots. Valsalva and reverse trendelenburg showed no evidence of csf leak and excellent hemostasis. Pedicle screw instrumentation was placed. These were tightened under compression in order to help restore lordosis and overall spinal alignment, intraoperative o-arm multiplanar fluoroscopy was brought in to evaluate the decompression as well as screw placement. All screws were contained within the pedicles and there was no evidence of breech. Additionally, there was no remaining bony stenosis.